Event description:
The patient was undergoing a ballooning of an aortic graft, as he had a previously implanted unknown stent in the aorta, as well as an aorta-bifemoral graft below that. The aorta-bifemoral graft was noted to have a kink within it. The balloon burst at nominal pressure (four atmospheres), and hung up on the graft during attempts to withdraw it. Eventually, the balloon tore, and then the inner body separated. Approximately two-thirds of the distal end of the balloon and the distal tip remained in the patient; the rest of the balloon, inner body and balloon catheter were withdrawn. The balloon segment that remained in the patient was stented against the graft wall by means of a smart stent. The patient is said to be doing well, and suffered no adverse consequences. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable manufacturing quality plan as well, including the burst test values.